Event description:
The patient was brought in following a motor vehicle accident in which she sustained a 3 column bony and ligamentous l1 burst fracture. The patient was taken to the operating room for a posterior instrumented spinal fusion, t11-l3. At the conclusion of this procedure, while the surgeon was closing, he was using a monocryl plus 3-0, 27", reverse cutting suture. Upon reviewing the count at the conclusion of the procedure, the tech noted that the tip of the suture needle was missing. It is unclear if the small fragment was retained or dropped in the operating room after using it on patient. There was no apparent injury to the patient, nor did this event result in a prolongation of the procedure or the patient's length of stay. Diagnosis or reason for use: spinal burst fracture.